Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. This report is submitted on aug 17, 2021.

Manufacturer narrative:
This report is submitted on october 8, 2020.

Event description:
Per the distributor, the patient experienced ear pain. The ear had a ruptured tympanic membrane with secretion and extrusion of the electrode. The patient was hospitalised and intravenous antibiotics were administered. The implant remains in-situ.